Manufacturer narrative:
Correction to section d9. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and withdrawal difficulty was unable to be confirmed because no product was returned, and no imagery was provided. However, no manufacturing non-conformance was identified during the review of the manufacturing records (DHR review). An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per reported, the physician believed that balloon ruptured during valve deployment due to calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. In this case, the vascular dissection occurred and cannot be confirmed. However, it was possibly related to procedural factors (device manipulation and withdrawal difficulty) and/or patient factors (no provided) calcification of the access vessel that may have contributed to the complaint event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2022-03681. Cine of balloon inside the patient and picture of the burst balloon after the procedure were provided by the site for evaluation. Review of imaging and video revealed the following: balloon leakage; radial and longitudinal balloon burst. Delivery system appears to be inside fully circumferentially delaminated sheath liner. The complaint for balloon burst and withdrawal difficulty were confirmed through image evaluation.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapein 3 ultra valve, the delivery system balloon ruptured during deployment due to calcification. The valve was well anchored and functioning well. Upon removal of the delivery system, the balloon caught inside the lining on the sheath which invaginated. Resistance was felt during removal and a dissection of the iliac was noted. A surgical cut down was performed to remove the system. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.